Event description:
Possible atrial lead undersensing triggering device classified termination of at/af event in progress on current and stored egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).